Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial ablation (failed endometrial ablation). Concurrent conditions were listed as abdominal pain and perineal pain. On an unknown date, the patient had essure inserted. On an unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required). The patient was treated with surgery (fallopian tubes removed on (B)(6) 2021; total abdominal hysterectomyand bilateral oophorectomy on (B)(6) 2021). Essure was removed. At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2021: CT findings 3 weeks after fallopian tubes removal: uterus appears enlarged measuring 8.6 x 9.5 x 4.5 cm with the essure devices located in the isthmus on the left and adjacent to the fundus on the right. 2. Other findings as described above. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number was available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial ablation (failed endometrial ablation). Concurrent conditions were listed as abdominal pain and perineal pain. On an unknown date, the patient had essure inserted. On an unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required). The patient was treated with surgery (fallopian tubes removed (B)(6) 2021; total abdominal hysterectomyand bilateral oophorectomy (B)(6) 2021). Essure was removed. At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2021: CT findings 3 weeks after fallopian tubes removal: uterus appears enlarged measuring 8.6 x 9.5 x 4.5 cm with the essure devices located in the isthmus on the left and adjacent to the fundus on the right. 2. Other findings as described above. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.